Event description:
It was reported that during the procedure the laser system displayed an error indicative of a system malfunction. Customer was connected with technical support to trouble shoot the issue. The system was shut down several times and rebooted however the error persisted. The system was no longer able to be utilized; the pt required an add'l procedure as a result of the incompletion of the case. There was no report of a pt injury.